Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged heart health issues. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Section b5 should be previously reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged heart issues ,sporatic sore throats, headaches and nasal infections. Atrial fibrillation ,sleep apnea ,headache was patient current condition. Patient had to have a cardio-version to reset my heart back into rhythm. No other clinical information was reported. After the final attempt to have the device and components returned for evaluation, customer declined to respond to the gfe related questions and disconnected the call. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.